Manufacturer narrative:
The correction of d4 catalog # and d4 serial # deems required. This is based on the internal evaluation. Previous d4 catalog # ard568412751c corrected d4 catalog # ard568330931 previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the fastening ring for hand grip mount bronzed. Then it was clarified by technician the handle holder was cracked. Damage was discovered during this year's maintenance. The technician stated that no parts have fallen down and no parts were missing, but maybe parts can fall off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Defective part kit handle interface axcel / pwd300 (ard367527555) was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since handle cracked/ detached could be considered as technical deficiency, and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered by getinge technician during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue handle cracked/ detached on powerled and hled surgical lights, there were no events which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is low. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis; the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). It should be noted that this part is also used for volista triop and axcel range lights. Any similar breakage would have the same root cause described above. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the handle ring had snapped and it was removed by the customer for safety reasons. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury in case of recurrence.